Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) popped while inside of the patient. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU) instructions. The balloon did not lose pressure after being pulled to the arteriotomy. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was severe presence of calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The mynx vcd was used in an interventional procedure. The deployer is mynx trained. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6/7f mynx control vascular closure device (vcd) popped while inside of the patient. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU) instructions. The balloon did not lose pressure after being pulled to the arteriotomy. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was severe presence of calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The mynx vcd was used in an interventional procedure. The deployer is mynx trained. Additional information was requested but not provided. A non-sterile mynx control vascular closure device 6/7f was returned for investigation. Visual inspection showed that button 1 and button 2 were not depressed. The stopcock is closed. There was no catheter sheath introducer (csi) inserted onto the device, but the syringe was returned attached for this evaluation. The sealant was present in manufacturing position on the device, fully covered by the sealant sleeves and did not show any type of damage or anomaly. The balloon could not be tested for an inflation/deflation functional analysis as it was observed that a longitudinal tear was present on the balloon body. Therefore, inflation was not possible to obtain. The balloon surface was observed using a high magnification technique to evaluate the surface conditions. During this analysis the longitudinal tear was clearly identified along the balloon body. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported failure as ¿balloon ¿ balloon loss of pressure¿ was confirmed since the balloon was not able to maintain positive pressure to achieve the inflated state, due to a longitudinal tear observed in the balloon body. The observed condition could be attributed to handling and procedural factors. Access site vessel characteristics and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, "the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture." Also stated in the IFU during product preparation, "confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture." Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.